Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. An 0x1c alarm had been generated by the pod, indicating that the pod reached the expiration time of 80 hours. The investigation found no evidence of a damaged cannula. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain or swelling at the infusion site. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The patient noticed pain at the site when delivering a bolus. When removed from the infusion, the pod's cannula was found bent and the site was swollen and red. As treatment, a new pod was applied.